Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage from blood tubing set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: started a blood transfusion in a peripheral IV. The IV had a buff cap on it during the start of the transfusion. When I came back 30 minutes later, noticed the IV tubing was still connected but the blood had not yet reached the baby. Upon further investigation blood was noticed on the bed.